Event description:
Cadd prizm administration set (21-7036) leaked at 1st hub area connection of line. (Where antisyphon valve connects with administration set). Brand new tubing had just been attached to line. Appeared to have crack at hub. Leaking disappeared when tubing changed.